Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp cut the leads during replacement.

Manufacturer narrative:
H6: analysis information -- continuation of d10: product ID: 3777-60, serial# (B)(6) : analysis identified all conductors are broken 20.8 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #244739671:analysis information -- (B)(6)2019 13:59:33 cst pli# 30 product ID# 37714 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product analysis: product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: product type lead: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductors were broken; 20.8 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient began experiencing an increase in pain a couple of months ago. The rep performed an impedance check which showed that contacts 8-14 were out of range. The patient could not think of any factors that may have led to the issue. The rep reprogrammed the ins to try and cover the patient's pain but it was noted that the issue was not resolved and a revision was planned. No further complications were reported.